Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint passed through the friction lock, the smart coil was able to advance through its introducer sheath with resistance due to the kinks on the pusher assembly. The kinks on the pusher assembly were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician implanted two smart coils into the target location. It was reported that the next smart coil would not advance from its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using four additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.